Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month after implant the patient¿s right ventricular (rv) lead was exhibiting no capture and oversensing. The rv lead was dislodged. A rv lead revision was performed, and the lead remains in use. No patient complications have been reported as a result of this event.